Event description:
It was reported that the device went to elective replacement indicator (eri) and premature battery depletion is suspected. Device replacement will be considered after the next follow-up visit in approximately a month. It was later reported that the device was explanted and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same to a device marketed in the u.s. Evaluation summary: (B)(4) the device was returned and analyzed. Analysis of the device found a high current drain condition. Electrical analysis revealed the cause of the high current drain was current leakage in the battery filter capacitors.